Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked and not broken off as stated by the customer. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of an error code 5 is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure.

Event description:
It was reported that during an unknown procedure, there was a solid tone with error code '5'. The tip was broken during pre-run test after re-installed. Changed to a new device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.